Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent fluid delivery testing and the device performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full calibration and release testing will be performed to ensure the intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient was under sedated on a novum iq syringe pump. During a 30ml hydromorphone infusion the pump displayed 4.51ml was delivered and 23ml remaining in the syringe. However, during a visual check by the nurse, more than 29ml was remaining in the syringe. The nurse reloaded the syringe, and the pump was updated to a volume to be infused of 29.47ml which aligned with the syringe¿s actual volume. The patient required ¿multiple sedation boluses and increased ECMO support.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information b5: it was further reported that after initial syringe hanging there were two (2) downstream occlusion alerts when delivering a bolus from the syringe. The customer did not clarify if these were true or false downstream occlusion alarms. Should additional relevant information become available, a supplemental report will be submitted. Additional information h6.